Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) performed a blood glucose measurement with result of 1.8 mmol/l, prior to providing third-party treatment of "two injections of glucagon" (dose unspecified) and "two tubs of glucogel" (dose unspecified) for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. All pertinent information available to abbott diabetes care has been submitted. On the previous initial submission (2954323-2023-37847) section(s) b1 - adverse event/product problem, b5 - describe event or problem, b6 - relevant test/laboratory data, b7 - other relevant history, d1 - brand name, d4 - model #, e1 - country, h1 - type of reportable event, h6 - adverse event problem (health effect - clinical code, health effect - impact code), were incorrectly documented.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.